Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 320cc gel breast prostheses developed baker grade iii capsular contracture in both of her breasts. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2020. The explanted devices were discarded after surgery. This medwatch report is for the patient¿s left breast prosthesis.